Manufacturer narrative:
No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that the surgeon registered a patient for a shunt case and accuracy was verified. After going sterile, when an instrument was brought into the field it looked extremely off. The site checked for metal interference but then when looking under the drape discovered that the adhesive for the non-invasive patient tracker was still on the patient's skin, but the actual tracker had slid off and was in the patient's hair. The surgery was completed without navigation and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.